Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a loose spot weld on one of the cells. The root cause of the loose connection cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.